Event description:
The customer reported a scope communication error during inspection for use involving an olympus xenon light source. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. Because the device was not returned for evaluation, we could not determine the exact root cause of the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the device's field performance.